Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional information was provided. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the irrigation port of the flexi-seal signal fms device partly separated from the seam where it was connected. The fms device had been instilled in the patient for an unknown amount of time. At the time of separation they were attempting to instill vancomycin enema in the port. The fms device was removed and another inserted without any injury or effect to end user.